Manufacturer narrative:
Tested samples with known (B)(6) results on an in-house galileo using retention capture-s, lot s106. Samples exhibited expected results. The customer sent the three samples for investigation testing. All three samples were tested on an in-house galileo using retention capture-s, lot s106. All three samples were (B)(6).

Event description:
Customer reported a known (B)(6) donor is testing (B)(6) on the galileo using a serum sample, the samples collected in edta and na citrate are (B)(6). All three samples are (B)(6) with the rpr test.